Event description:
Omnipod did not deliver insulin, patient entered into dka. Dates of use: from (B)(6) /2018 to (B)(6) 2108. Diagnosis or reason for use: type 1 diabetes. Is the product compounded? No. Is the product over the counter? No.